Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility hemodialysis (hd) nurse reported that a dialyzer blood leak occurred approximately one hour into the patient¿s hemodialysis treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed at the bottom of the dialyzer near the venous connector. The machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive. The hd nurse also stated that fresenius bloodlines were used for treatment; however, bloodline information was unknown. There were no reports of defect or damage to the dialyzer. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The patient¿s blood flow rate (bfr) was 400 ml/min and the dialysate flow rate (dfr) was set to auto flow at 2.0. The patient is reported to undergo hemodialysis three times per week. The complaint device was reported to be discarded at the site; therefore, not available to be returned to the manufacturer for evaluation.